Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a unknown length dissection and unknown size ruptured  infra renal  aaa . Prior to the endovascular repair, an open repair was attempted due to the hostile nature of the patients anatomy. It was reported after attempting to expose the aorta during the open repair, it was decided then to treat endovascularly instead as the patient had a previous hernia repair with mesh and the mesh caused multiple adhesions making the open repair challenging.  During the index procedure, the physician chose to  land the graft at the level of the sma partial covering the renal arteries. The endo repair went well without any issues and the post angiogram did not show any endoleak. 10 days later, a cta performed showed a type ia endoleak. It was said  the diameter of the aorta distal to the sma was noted to be 32mm in diameter and the stent graft is only 27mm in diameter. The physician requested confirmation of this endoleak from interventional radiology.  It was reported the patients hematoma is increasing in size and hemoglobin is decreasing.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for more comprehensive determinations of the endoleak source/cause. This appears most likely to have been a type ia proximal endoleak. It is possible that the patient¿s calcified aortic anatomy have been a factor in the lack of proximal seal. A type ii endoleak due to patent collateral vessels may have also be present. The reported reliant balloon burst and persistent endoleak post intervention could not be assessed on the films returned. Images from the interventional procedure to treat the reported endoleak were not provided and so analysis of the in-vivo configuration of the of the implanted heli-fx endoanchors and reliant balloon burst could not be performed. Additional information received : the patient underwent intervention 10 days post the index procedure. The physician exposed the right common femoral artery in a normal fashion. An angiogram was preformed showing the type ia endoleak. The physician then took a compliant balloon and inflated the balloon at the proximal fabric edge multiple times. The physician then placed 10 endoanchors with the majority on the right side to reduce the type ia. Once the anchors were placed the physician decided he wanted to place a balloon expandable non mdt stent . The physician mounted the stent on a compliant balloon and advanced the balloon and stent into the main body. The stent then slipped off the balloon while it was being advanced through the patient¿s anatomy. The physician attempted to inflate the balloon to deploy the stent within the graft. The balloon ruptured while trying to jail the non mdt stent in the graft. The balloon was also unable to be removed from the patient due to the balloon expandable stent not being deployed. The physician then pulled the balloon, the balloon expandable non mdt stent and sheath out of the patient. The non mdt stent caught the wall of the iliac artery and part of the intima came out of the patient. Identifying a major bleeding issue with the external, the physician then quickly exposed the external iliac artery and to gain control of the vessel. From there the physician completed an external to right sfa bypass. The patient left the or alive with no injury. It was confirmed with a physician that the patient was alive and doing well and had been discharged to a long term care facility for further rehab. It was confirmed the balloon that was used during the intervention procedure and that burst was a reliant balloon. The physician confirmed the bifurcate was not opposed the aortic wall but does not know a cause of the type ia endoleak. It was confirmed the type ia endoleak is still present at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.